Manufacturer narrative:
(B)(4) date sent: 12/21/2016. Additional information was requested and the following was obtained: was the site of the leak identified? If so, where? Neck. It was not identified relative to staple line. How was the leak diagnosed? Radiology via upper gi swallow. Was a leak test perform intra-operatively? No, it was not possible. What is the current patient status? Fine.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2016. Only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk. Additional information requested but unavailable: was the site of the leak identified? If so, where? How was the leak diagnosed? Was a leak test performed intra-operatively? What is the current patient status? Additional information received: the surgeon is concerned that the gst bumps may be traumatic and tearing tissue, especially thin tissue. Therefore, he is blaming the gst60b and not the suture for the leak. The pce60a was used with the gst cartridge since the pcee60a was not yet available. The hospital has recently converted to pcee60a. (B)(4).

Event description:
It was reported that following an open esophagectomy with esophagogastrostomy procedure, the patient experienced a leak at the esophagogastrostomy site; post-op day number unknown. The leak was identified by routine contrast swallow performed prior to being discharged from the hospital. The surgeon could not confirm if the leak was from the staple line or suture line as the side-to-side anastomosis was created using a gst60b and the common opening was closed with suture. The leak was treated by placing a drain and the hospital stay was extended for an unknown amount of time until the leak resolved; no surgical intervention was required. The stapler used was a pce60a with no buttressing material and the surgeon does not typically place a post-operative drain; there were no reported issues with the gastric conduit staple line and no issues reported intra-operatively.